Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open heart procedure, the thread broke and fell into the cavity and was retrieved. As reported, there was no patient injury.